Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege that the bilateral patient began suffering increased pain and popping as a result of the implantations with the asr hip implants. Pain continued to worsen considerably and significantly impaired her ability to perform normal daily activities and to walk. Patient was also injured by excessive levels of chromium and cobalt in her blood. Update rec'd 04/05/2016: litigation received. A dor was provided. The stem and taper sleeve are being added for the alleged high metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/02/2017 ¿pfs and medical records received. After review of the pfs and medical records for MDR reportability, in addition to what was previously reported, part/lot numbers provided for sleeve/stem. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege that the bilateral patient began suffering increased pain and popping as a result of the implantations with the asr hip implants. Pain continued to worsen considerably and significantly impaired her ability to perform normal daily activities and to walk. Patient was also injured by excessive levels of chromium and cobalt in her blood. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.